Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer blood glucose (bg) levels and a1c have been elevated since starting on the pump. Contact indicated that customer's previous pump and meter were paired. Since using the t:slim, the customer could not remember to bolus. Contact requested additional training.